Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/09/2024, a sales representative reported via (B)(4) that an ar-s6524-051-210 dilator had a piece of metal from the inner cannulation that stopped it from going over the second sequential dilator. There were no adverse effects on the patient and the case was completed successfully. This was discovered during an endoscopic discectomy procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.